Event description:
Device malfunction: sheath did not retract. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in a very diseased artery three stents had been planned to be deployed. During the deployment of the second stent a 6x 120x 120 xceed, the sheath did not retract and the stent would not deploy. The device was removed without incident and another stent was deployed successfully. There were no reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned device found the stent remain loaded in the device and unlocked. The sheath was kinked distal of the strain relief. During testing the thumb knob was turned clockwise and counter-clockwise without moving the sheath resulting in the sheath not retracting for deployment. The device was disassembled, the sheath to shuttle was found dis-bonded with adhesive present at the shuttle bond points but not present at the proximal end of the sheath. The kinked sheath may have been a contributing factor in the event. The failure of the sheath to shuttle bond is considered a malfunction. An investigation has been initiated and is on going to determine the root cause. Review of the history record for this device did not produce any findings relevant to this report.